Manufacturer narrative:
The account could not duplicate the alleged malfunction.

Event description:
The accounts maintenance stated that someone sat on the foot section of the bed and the hi/low raised up a couple of inches. No injury reported. He tested the bed and cannot duplicate the issue. The bed functions seem to work ok.